Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port observed to be damaged and the pump underwent an electrical incident while charging resulting in the pump battery being unable to charge. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged hot to touch issue was verified. The usb cable was not returned for investigation, therefor the alleged usb port issue was unable to be verified.